Manufacturer narrative:
In f/u with the customer, she indicated that the top of the transformer housing comes off exposing inner electronics, and the transformer smells like heated plastic. Customer also stated she did not witness spark, fire, flame and there was no injury sustained as a result of the issue. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the housing was broken exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housing showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored.

Event description:
The customer reported to customer service that when the husband went to take the power adapter off the wall the housing unit broke apart and the screws fell out exposing the wires in the housing unit.